Manufacturer narrative:
No product has been received for failure analysis evaluation. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tissue was grasped with the fenestrated bipolar forceps instrument and an attempt was made to coagulate it. The mouth of the instrument was broken in the process. It was reported a fragment had fallen into the patient and retrieved during the same procedure.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.80mm x 7.75mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additionally, the instrument was found to have a detached fragment. The detached fragment broke off from the instruments molded insulator. The broken piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.